Event description:
Spontaneous report. Pt reported problems with curlin pump during hyqvia infusion. Per pt, the entire dose does not complete and the pump has to be restarted. Pt sent pictures and approx time to complete what is left in the bag takes approx 10-15 minutes. Per patient, error in tubing displays and pt restarts pump to continue the infusion. Per patient, she has been able to receive full dose but only if she restarts pump, in which this has happened twice. No missed dose or adverse event reported. Pump will be returned. Sn (B)(6). Indication: nonfamilial hypogammaglobulinemia. Reported to cvs/caremark by pt/caregiver.